Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (nano system), is related to case with patient identifier (B)(6) (aviva system).

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 518 mg/dl, 100 mg/dl, 86 mg/dl (aviva meter) and 188 mg/dl (nano meter). No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (nano system), is related to case with patient identifier (B)(6) aviva system).the test strips used for the aviva meter were expired with an expiration date of (B)(4) 2018.

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 518 mg/dl, 100 mg/dl, 86 mg/dl (aviva meter) and 188 mg/dl (nano meter). The test strips used for the aviva meter were expired with an expiration date of (B)(4)2018. No adverse event reported. Return of the suspect device was requested for evaluation.